Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture and the patient was admitted to the hospital. The lead was successfully repositioned on (B)(6) 2014. The patient was stable in stable condition after the procedure.

Manufacturer narrative:
.